Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h6. H6: component code: mechanical (g04) - provisional top. No product was returned, or pictures provided; visual and dimensional evaluation could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records and compatibility checks, and neither were provided. The reported issue cannot be confirmed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a demonstration, the hospital tech forced the trial into place and it fractured. This occurred prior to the case starting. No patient involvement, and device is not returning.